Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to procedure for a routine generator exchange, the atrial lead was discovered to be oversensing large amplitude atrial noise, causing episodes of inappropriate mode switch. The lead was capped and replaced on (B)(6) 2020, and the patient was asymptomatic in stable condition.